Manufacturer narrative:
The following elements have blank data.

Event description:
Patient was having an esophagogastroduodenoscopy (egd) for a bravo placement. Physician was trying to place the device in the esophagus, but it wouldn't deploy and attach to the esophagus. Manufacturer response for bravo ph capsule, (per site reporter). We have been working with them, but we are not getting any satisfaction, hence our desire to escalate our concerns.

Event description:
Patient was having an esophagogastroduodenoscopy (egd) for a bravo placement. Physician was trying to place the device in the esophagus, but it wouldn't deploy and attach to the esophagus. Manufacturer response for bravo ph capsule, (per site reporter): we have been working with them, but we are not getting any satisfaction, hence our desire to escalate our concerns.